Manufacturer narrative:
A technical safety system check was conducted 15 july 2023 on the dornier sigma sn (B)(6) by a dornier medtech america (dmta) field service engineer. The technical safety system check included verifications using a high voltage generator test, an f2 alignment check, and a model stone test, all of which were found to be operating within dornier specifications. No defects or inconsistencies were revealed in the review of the device. The device was confirmed to be operating within specifications.

Event description:
Patient hematoma reported.